Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2007: patient presented with pre-operative diagnosis of pseudoarthrosis l4-l5 and underwent following procedures: posterior spinal fusion l4-l5; trans-foraminal posterior lumbar inter-body fusion; auto graft of the patient's own local bone, rhbmp-2/acs, allograft, and instrumentation. Per-operative report "...there was definite movement at the disk space when the pedicle screws were distracted and this was occurring between the endplates of l4 and the femoral ring allograft. This was filled with 2.1 ml of bone morphogenic protein-2, followed by a small amount of auto graft, followed by thrombin soaked gel foam." No complications were reported.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l4, l5 in which rhbmp-2/acs was used. Reportedly, sometime post-op, imaging studies showed that patient had developed uncontrolled bone growth and nerve compression at or near the implant site. The patient experienced chronic pain and radiculitis.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.